Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead arrived in an emergency room and was experiencing syncope. The patient's non-boston scientific product was interrogated and it was discovered that the thresholds had risen and there was oversensing with pacing inhibition and asystole greater than 2 seconds. The device was reprogrammed and the patient was taken for a revision procedure. During the procedure, the helix retracted and lead position was moved. The helix was extended and there was no capture. The patient went asystolic and the lead was moved and a new lead was successfully placed. No further complications have been reported.